Event description:
It was reported that the patient was brought to the emergency loss with loss of consciousness episodes that resolved spontaneously within 10-15 seconds. Muscular jerking was seen in atleast one episode and the patient was hospitalized. While monitored in the hospital, the patient's heart rate was bradycardic that correlated with vns stimulation. Placing a magnet to inhibit stimulation improved the heart rate to 60-70 bpm but taking the magnet off caused prolonged asystole. The device was disabled and no further bradycardia or asystole episodes were seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.